Event description:
On (B)(6) 2025, a patient (pt) in germany reported experiencing purulent inflammation of the eyes when wearing 1-day acuvue® moist® brand multifocal contact lenses (cls). The pt reported the cls "dry up when worn at high outside temperatures or even fall out of the eye when sneezing" and have "become thinner and flabbier." No additional information was provided. On 20aug2025, the pt provided additional information. The event started "2 months ago" and occurred "after about 3 hours" of wearing cls. Nothing unusual with the cls was noted upon removal from the ou. The pt is a doctor who self-diagnosed purulent conjunctivitis in both eyes (ou) and prescribed gentamycin eye ointment 5 times per day for 5 days. The pt did not wear cls for "at least 5 days." The pt reported the cls are "no longer light blue." On 25aug2025, additional information was received from the pt. The pt suggested the conjunctivitis was bacterial in nature as "in the case of a viral cause, no antibiotic treatment would be useful." The conjunctivitis has subsided. No additional medical information has been received. This event was determined to be serious adverse event on 20aug2025 when the pt provided a diagnosis of "purulent conjunctivitis." The date of the pt¿s event is being recorded as 01jun2025 as the exact event date is unknown. This report is for the pt¿s right eye (od) event. A separate report will be submitted for the pt¿s left eye (os) event. The pt provided one lot number; however, did not indicate the associated eye. During this time, the pt reported using lenses from 2 cl cartons, lot number 1614351406 and an unknown lot number. It is unknown which carton was used for which eye; therefore, the lot numbers for this ou event are being reported as unknown. A comprehensive review of the manufacturing records for lot number 1614351406 was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The suspect cls were discarded by the pt. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.